Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button was not responding, after a period of intermittent unresponsiveness. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the "up" and "down" button both respond intermittently. All other buttons respond. The keypad was removed and the "up" button contact is inverted. There is contamination under all the buttons.